Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of stroke is a known adverse event as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that 16 days post xact stent implantation in the right internal carotid artery, the patient was rehospitalized with reports of altered mentation and facial droop; however, most of the symptoms resolved prior to presentation to the emergency room. The patient did have signs of minor dementia. CT and MRI of the head confirmed a right occipital lacunar infarct. Additionally, the patient was found to have pseudomonas pyelonephritis and was treated with antibiotics and intravenous fluids. Following this treatment, the patient's sensorium cleared. Although requested, there was no additional information provided.